Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during the injections. The following information was provided by the initial reporter: "when trying to do injections in store, we noticed that the needle had pressure in that the product would not stay in the needle when the plunger on the syringe was pulled back/if it was taken out of the vial then product would not have stayed in the needle."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 06-jan-2023. H6: investigation summary: it was reported that the needles were clogged. To aid in the investigation, four samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All samples expelled the solution with normal flow. A device history record review was completed for provided lot number 2010821. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with sample analysis the symptom reported could not be confirmed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during the injections. The following information was provided by the initial reporter: "when trying to do injections in store, we noticed that the needle had pressure in that the product would not stay in the needle when the plunger on the syringe was pulled back/if it was taken out of the vial then product would not have stayed in the needle."